Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the customer went to the emergency room (ER) due to blood glucose (bg) level of 541 mg/dl with ketones. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER same day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.